Event description:
Fenwal clinical education dept was notified of a donor experiencing a seizure during an amicus procedure. Follow-up by fenwal quality indicated that upon seizure episode, the donor was taken to the ER and was released in stable condition on the same day in 2000. The apheresis site does not have any info regarding medication administered or medical intervention while the donor was in ER. In 2000-apheresis site contacted the donor at this home and was indicated to be doing fine. Donor info: first time donor. Not under any medications. Procedure info: total volume wb processed was 5873 ml. Total acd not specified. Whole blood to acd ratio 9:1. First time donation. No info provided regarding vitals (bp, pulse, temperature) before, during and after donation.